Event description:
It was reported that: when patient arrived lori/c & m rn noticed all under dressing was wet ' pt. Had a statseal at insertion site that was all 'mushy'. Took the dressing off and the stat seal off and put new dressing on. Flushed line again and it was wet under the dressing. Took that dressing off and flushed it while dressing off and could see that fluid was coming out at the hub. Midline was removed and flushed again once out of patient to examine closer and the fluid was coming out from the hub. Additional information: there was no reported harm or injury to the patient's skin. There were no pressure injections infused on the line.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: when patient arrived (B)(6) rn noticed all under dressing was wet ' pt. Had a statseal at insertion site that was all 'mushy'. Took the dressing off and the stat seal off and put new dressing on. Flushed line again and it was wet under the dressing. Took that dressing off and flushed it while dressing off and could see that fluid was coming out at the hub. Midline was removed and flushed again once out of patient to examine closer and the fluid was coming out from the hub. Additional information: there was no reported harm or injury to the patient's skin. There were no pressure injections infused on the line.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.